Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Troubleshooting was performed for the power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer previously called to report power error detected. Power error detected did not recur within a week of troubleshooting previous occurrence. The customer was advised to remove the aa battery from the insulin pump and monitor the notification light. It was stated that the notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.